Event description:
It was reported that the touch stylus pen of the programmer was not working. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm that the stylus was not working, however the stylus port on the media processing unit (mpu) was found to be loose and therefore the mpu was replaced. Analysis also found the electrocardiogram connector on the link electronic module (lem) board to be loose and therefore the lem was replaced and the board calibrated. Concomitant medical products: product ID: 2067, radiofrequency programmer head. Product ID: 229047, software analyzer. (B)(4).